Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of a partial stent deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during an axios insertion procedure performed on (B)(6),2024. During the procedure, the gray stent deployment hub fell off while the yellow safety clip was removed, and the stent's first flange could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.